Manufacturer narrative:
Returned sample evaluation: a photo was received in which the reported defect was confirmed. No unused return sample was expected. Related event conclusion: based on the manufacturing process review and the expertise of the triage team, the most probable cause is the following: upon the review of the process carried out in the line, the mass discs arrive at the mlk # 3 line with a hole already made in the elc#4 line. In the mlk#3 line another drilling process is carried out, above the hole already made in the elc#4, to make the central hole according to the product specification. In conjunction with the line personnel, it was determined that if the center hole drills / drills have mass residues, it could cause the drilling process to become misaligned and thus cause a ¿double-drilled center hole¿ on the wafer. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and a CAPA plan was generated. In addition, a search of nonconformances was performed and as a result, no additional ncrs were found. Therefore, no additional actions are required; this failure mode will keep monitored for track and trend. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was too big because it was double "punched". The product was not used. A photograph depicting the issue was received from the end user.